Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history review indicated the lens met release criteria. The root cause could not be identified by the investigation. No sample was returned. Add'l info was provided, which indicated an unapproved viscoelastic was used. Add'l info has been requested. (B)(4).

Event description:
A (B)(6) reported that during an intraocular lens (iol) implant procedure, while the iol was being injected, half of it became stuck inside the injector. After forcing it through the injector, a capsular tear occurred. An anterior vitrectomy was performed and the iol was removed and replaced during this procedure. The possible use of an unapproved viscoelastic was reported. The facility reported two similar incidents. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first pt.